Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent revision surgery on ( B)(6) 2017. It was reported that the patient underwent revision surgery on (B)(6) 2017. It was reported that the patient underwent revision surgery on (B)(6) 2019. It was reported that the patient experienced severe and chronic pain, inflammation, dense adhesions, open wound care, constipation, diarrhea and infections. No additional information is provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2017. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2017. Mwr# (B)(4), submitted for adverse event which occurred on (B)(6) 2019.